Event description:
It was reported to philips that he system's c-arm performed an uncommanded movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.